Manufacturer narrative:
D7: explanted date: device was not explanted g5: 510(k) no. - k062858,k082644 h4: device manufacturer date: unknown due to unknown lot number. H6: device code - 3191 (no code available) - burr; on device surface the actual device was returned for evaluation. Visual and magnifying inspections found that the urethane outer layer had been sheared in the distal direction at approximately 520mm from the distal end of the device. The shear cross-section was found to have a smooth surface. The outside surface was measured on the undamaged segment and confirmed to be within manufacturer specifications. Functional testing was conducted. A factory-retained mini guide wire was inserted into a metal needle and withdrawn from it. The urethane outer layer was sheared. The surface of the shear cross-section was found to be in the smooth state. The damage was similar to that observed on the actual sample was duplicated. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. However, based on the investigation, it is likely that the actual sample was withdrawn through a metal needle in the state of its urethane outer layer having close contract with the edge of the metal needle. The IFU states: do not use a metal cannula as an entry needle. Withdrawing mini guide wire through a metal cannula or advancing a metal cannula over the mini guide wire may result in shearing of the mini guide wire or scraping of its plastic coating. This may lead to damage to the blood vessel or the sheath, as well as release of fragments from the wire into the blood stream. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the after being once used on the patient, the actual sample was found to have a burr on the surface. The actual sample was changed out. This event occurred intra-operative. There was no impact to the patient. The procedure outcome is unknown. The current condition of the patient is unknown.